Event description:
The customer called into technical support (ts) reporting that the device touchscreen does not respond in lower corner. The touchscreen was calibrated several times and the display is clean. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised customer to replace the touchscreen to correct, provided part and price. No other concerns for the customer. Further information is pending.

Manufacturer narrative:
The device was in use on a patient when the reported issue was discovered; additional information received indicated that the device was discovered during setup. No medical intervention was provided to the patient, nor was a delay noted. Multiple good faith efforts were made to obtain information regarding the repair, and operational status with no response from the reporter and, therefore, cannot be determined, and the case was closed. A supplemental report will be submitted when new information is received.